Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being submitted: b4: 31 jul 2019. B5: it was reported that the screw (iunihg) fractured. G4: 31 jul 2019. The reported device was not returned for evaluation. The reported condition of a fractured screw was not confirmed. A device history record (DHR) review could not be performed as the reported device lot number is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review was completed for the reported device item number dating back 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3: not returned.

Event description:
It was reported that the screw (iunihg) fractured.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number unknown/ not provided.

Event description:
It was reported that the screw (iunihg) fractured.